Event description:
Four surgeries following the original surgery to insert the alyte y- mesh graft for a vaginal wall prolapse. Details of the surgeries to correct the vaginal prolapse problems: on (B)(6) 2013 - surgery done by dr. (B)(6) with alite y mesh. (B)(6) had pain and bleeding thereafter and it continued for 31 months. On (B)(6) 2015 - dr. (B)(6) took out stitch which he said was causing the problem, said there was no scarring there. On (B)(6) 2015 - went to gynecologist several times; one time he scraped away scar tissue granules and another time he burned away the scarring from the earlier surgery. On (B)(6) 2015 - (B)(6) had 5 visits to original surgeon' s office suffering from interstitial cystitis. On (B)(6) 2015 - met with dr. (B)(6), examined and referred to dr. (B)(6) gyn. On (B)(6) 2015 - met with dr. (B)(6) for consultation. On (B)(6) 2015 - pre-op with dr. (B)(6). On (B)(6) 2015- dr. (B)(6) did surgery to try to stop the bleeding. She trimmed out the ends of the mesh and sewed three layers of stitches to seal things up with a different type of stitching than (B)(6) used. On (B)(6) return to dr. (B)(6) for post-op, found still bleeding. She felt that mesh was definitely the problem because not only was there bleeding, but (B)(6) could not be on her feet long without pain. On (B)(6) - return to dr. (B)(6), found surgery still was not successful, referred to dr. (B)(6). On (B)(6) 2015, met dr. (B)(6), set surgery for (B)(6) 2016. On (B)(6) 2016- dr. (B)(6) did surgery to remove the mesh, and repair the pelvic floor problem. Had to cut out eroded mesh from bladder and repair it as well. Spent 2 days in the (B)(6) hospital. Went home with a catheter for 12 days, in pain for the whole time. On (B)(6) 2016 - returned to hospital for post-op visit, and to get the catheter out. The doctor found a lot of pus and infection in the vaginal area and above. Dr. Used about 30 long q-tips with 0.5 in. Cotton to swab out infection from vagina. Admitted to hospital on evening of (B)(6) 2016, which turned out to be 7 days. Bad friday night with diarrhea 15 times through the night. Doctor confirmed that the infection was from the mesh. Many issues with getting IV's in, great pain and several failed tries. Had to get CT scans to determine location and size of three abscesses. Ran fevers for 2 - 3 days. Blood pressure went as low as 80/40 and 79/43. On the morning of (B)(6) 2016 doctors had to cut her open again to drain out the pus/infection. Removed about one and one-half cups of the infection. That 4 inch wound will stay open until it heals from the inside out. The wound has to be repacked twice a day for several weeks as it heals, no stitches. Bladder control was greatly affected. A lot of antibiotics administered by mouth and IV. A PICC line was inserted in her arm in preparation for two weeks of antibiotic infusions at home. (B)(6) came home on (B)(6) 2016, and I, her husband,will be changing the dressing in her open wound daily for several weeks. I will be administering IV medication daily for two weeks as well through the PICC line.